Event description:
The physician attempted an arteriotomy closure following an interventional procedure with perclose at (closer ak) device. Interventional procedure was performed via the right common femmoral artery, which measured 6mm. The patient was anticoagulated with heparin, plavix and aspirin. Reportedly, the physician experienced difficulty removing the device. "With difficulty it was pulled out and there was manipulation involved." Prolonged manual compression was applied in an attempt to control the bleeding. Vascular surgeon was consulted to rule out the possibility of a tear and to control the bleeding. The patient was transferred to the operating room and by the time the patient was under anesthesia the bleeding had stopped. The vessel was opened and no bleeding was found. A fogerty was used to clear the vessel of any thrombus and none was found. The vessel was closed with "pledgets." Although requested additional patient information is not available.